Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The complaint can be confirmed. The defect reported by the customer of the visual: damage unspecified has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The service report revealed the following deficiencies. Outer tube damaged, needle outer tube bent. Outer tube damaged, distal tip shaver damage to distal tip. Holes in distal tip fiber. Holes in soldered seam. Illumination. Distal tip fiber damaged. Fibers broken, illumination low. Optical system, optical components. Broken lenses in optical system. This asset is being replaced with new one, 1410037. One possible root cause could be mishandling of the device, however we cannot determine a definitive root cause for the reported problem. The possible root cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the customer via phone that they found the tip of the hd epscp,4.0,30,167, mitek is damaged. The issue was found pre-operatively. There was no delay or patient harm reported. Additional information provided by the affiliate reported the scope was to be used in an upcoming acl knee scope. The affiliate reported a similar scope to complete the procedure and surgical intervention is not planned.